Manufacturer narrative:
Unique complaint ID (B)(4), customer's daughter purchased 1 set of 2 1/2 inch screw in casters. Daughter will install them. Spoke with mrs. (B)(4) she confirmed she received her screw in casters as of (B)(6) 2017. No further assistance needed.

Event description:
Customer's daughter states her mother slipped and fell attempting to get into bed. The customer's daughter states her mother did seek medical attention from the hospital, the customer's daughter confirms that her mother was not injured but did not want to provide any additional information regarding her mother's fall. Customer's daughter states the bed is too high for her mother and would like shorter legs. The bed base was shipped with the standard 4 inch legs.